Event description:
It was reported that the customer had a low blood glucose level event. Customer declined troubleshooting because she has been fine since then. Customer had gone to take a nap and her spouse found her unresponsive. Customer refused to be taken to the hospital. Customer had a low blood glucose level over 20 mg/dl. Customer treated with an IV and the paramedics did not leave until the customer ate half of a sandwich and their blood glucose level went up to 90 mg/dl. Customer mentioned that she wishes her sensors would last more than 4 days. Customer stated that she was losing areas to insert and losing the site. Customer's most recent blood glucose level was 203 mg/dl. No further details given.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Reference manufacturer report number: 3004209178-2015-91785.